Event description:
Review of the download data of a (B)(6) old male pt revealed a belt incompatible flag as well as several can comm timeout and belt com error flags. Zoll customer support contacted the pt and issued him a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt incompatible, can comm timeout and belt com error flags) has been confirmed. Upon evaluation, the trunk cable connector was cracked resulting in connection failures. The root cause of the damaged connector could not be positive identified but was likely excessive force. No adverse event resulted from the cracked trunk cable connector. The pt received a replacement electrode belt.